Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown which was unable to reproduce during evaluation however, the device was found to produce a "check battery!" Alert during testing indicating it was unable to charge a battery module. Improper shutdowns were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are user induced or due to device malfunction. Physical inspection found evidence of dried fluid residue on the battery contact pins on the rear case with one pin being depressed; the fluid residue may affect direct current operation and charging function. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. There was no patient involvement. No additional information is available.